Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed that the first error found in the error log was 2259 (unscheduled rack at x2 return start position of sample loader) and then error 2062, which is a result of error 2259. Fse continued to evaluate and found that there was a spill in the rack. Fse then cleaned up serum in the sample loader. Fse also cleaned and lubricated all sample loader axis. The cup and tube sensor arms popped out of position which could not sense the cup or tube. Fse resolved the complaint by reseating the springs on the switch. Fse performed rack rotations with four racks with cups and tubes placed in the rack without any issue. Quality controls were run without any issues. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on 05-apr-2018. A complaint history review and service history review for similar complaints was performed for serial number 10597411 from 05-apr-2018 through 02-nov-2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2259] unscheduled rack at x2 return start position of sample loader cause : return feed (x2) to the home position failed because the x2 start-point rack detection sensor detected a rack. Solution : remove the rack from the return feed start position. If this error occurs frequently, contact tosoh service center or local representatives. [2062] specimen level detection failure by main arm solution : check if set position of specimen is correct, volume of specimen is sufficient, and re-assay. If retry fails, contact tosoh service center or local representatives. The most probable cause of the 2062 specimen level detection failure by main arm error message was the tube sensors had popped out of position due to possible operator error.

Event description:
A customer reported getting error 2062 specimen level detection failure by main arm with the aia-2000 instrument. The customer indicated that they found the sample rack sideways which resulted in the error. The customer then powered the instrument off, removed the rack, and then performed an all set home without any errors. However, after repeating the rack, the sampling resulted in the error 2062. Technical support (ts) instructed the customer to reboot/clean and repeat the all set home but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.